Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that this clinical study case reports that the patient underwent a manipulation under anesthesia due to left knee stiffness and lack of improvement in rom. Per email communication, the requested x-rays and surgical reports are not available. Without clinically relevant patient-specific supporting documentation a thorough medical investigation cannot be performed. Therefore, the patient impact beyond the mua cannot be determined. No further medical assessment is warranted at this time. Should clinically relevant documentation/ information become available, the clinical/medical task may be re-evaluated. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode and potential harm was previously identified. Some potential probable causes could be alignment, fit/size of device used or wear. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that patient presented left knee stiffness after left tka. Patient was not showing improvement in range of motion and underwent a manipulation under anesthesia to resolve the event.